Event description:
The device was applied during an unspecified thoracoscopic procedure. Reportedly, the instrument cut and did not staple. The surgeon used another device to complete the procedure. The hospital has reported that no pt injury occurred.